Manufacturer narrative:
The device evaluation is not yet complete. A follow-up report will be submitted when the evaluation is complete.

Event description:
Welch allyn customer reported a cisco switch on the acuity central monitoring system that was not working. Although no patients were being monitored at the time, a switch that is not working could result in a temporary loss of centralized monitoring. There was no report of any patient harm as a result of the reported event.

Manufacturer narrative:
Welch allyn product service confirmed the customer's allegation of a dead switch. The cisco switch was replaced and is functioning as expected. Possible causes of a dead cisco switch may range from a power failure in a network component, failure due to age or heat, and faulty or loose cable connection. No further investigation will be conducted.